Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. During follow up with the key market (km), it was reported that the customer decided to go through a third-party company to repair the device. The km reported that no pertinent information was provided by the customer. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not switching on and off normally. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was not switching on and off normally.

Manufacturer narrative:
E1: (B)(6).